Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection of the sample revealed damage near the shoulder of the syringe, confirming the customer's complaint. Due to the condition of the sample, testing was not conducted. The noted damage resulted in a hole being present, which most likely would cause leakage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No further action will be taken at this time. Complaint information will continue to be monitored for any new information and further actions taken accordingly.

Event description:
It was reported that there was a burr on the tip of the syringe. There was no patient involvement and no patient harm/adverse event reported.